Manufacturer narrative:
The investigation is ongoing. This device is not labeled for single use and is not reprocessed or reused.

Event description:
The initial reporter received a questionable high elecsys tsh assay result for one patient from the cobas e411 rack analyzer.